Event description:
It was reported that the programmer was slow to boot up, froze up and an error message was received. It was further reported that the error message cleared but remains slow to boot up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.